Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an occlusive clot was identified in the saphenous vein after an ablation procedure in which three 6f¿12f mynx control venous vascular closure devices (vcds) were used. Three access sites in the right femoral vein were closed with the devices. A total of 5 ml of lidocaine was used. The devices will be returned for evaluation.